Event description:
Pump was reported to overinfuse during clinical use. A 100ml bag of sodium chloride with 125mg cardizem was programmed to deliver at a rate of 5ml/hr with a volume to be infused of 50ml. Approximately 1 hour and 40 minutes later, the entire 100ml bag had infused. The pt's blood pressure and heart rate dropped as a result but no medical intervention was needed and no pt injury resulted.